Event description:
Olympus was informed that when the users went to irrigate, the water came out fast and damaged the pt's mucosa. There was no further details provided.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. The user facility reported that the reported event occurred during a diagnostic colonoscopy procedure in which the pt's mucosa was lacerated. The laceration reportedly required no intervention and the pt did not require any hospitalization. The laceration reportedly occurred immediately as the water was being squirted out from the referenced device. The user facility reportedly was utilizing an olympus ofp unit in conjunction with the referenced device with the flow control setting set to low. The user facility reported that the intended procedure was completed with a different but similar colonoscope. The user facility reported that there had been two postoperative follow-ups performed and the pt was said to have been doing fine. The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report. There was restriction noted in the auxiliary water channel and a foreign object/material was found stuck inside at the distal-end side of the channel. The restriction caused the water flow to increase as the users had to apply excessive pressure to the auxiliary water inlet. This report is being submitted as a medical device report in an abundance of caution.